Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gm1303010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the povidone iodine sponge came out from the inside of the minicap and was found in the outer packaging pouch. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.